Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
A call was received through technical services reporting bipolar impedance increase from 548 to 1285 ohms. Device reprogrammed to pace unipolar, sensing still okay bipolar. Later it was reported there is a high threshold in bipolar at 2.2v at 0.4ms. The bipolar impedance measures 1300 - 1400 ohms while the unipolar impedance is 400 ohms. A fracture was suspected. The lead was capped and replaced. There are no reported patient complications associated with this event.